Event description:
It was reported to ventec that the device provided an alarm indicating low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it providing an alarm indicating low fio2 (fraction of inspired oxygen) readings was confirmed. Ventec replaced the oa1 board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the oa1 board.